Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; (B)(6). Device manufacture date - unknown due to lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based off the photo of the sample and the user facility information. When closely observed the photo of the sample, the inner needle was curved to a large extent and the safety cover was not properly shielding the tip of the inner-needle, positioning it at the lower cannula tip portion instead. The manufacture inspection record was traced back and reviewed. As a result, no similar event was noted in the record which was generated by production origin, has ever been reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately.", "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of the inner needle for infection prevention." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a reverse blood flow occurred shortly after withdrawing the inner needle. It was therefore temporally placed on the floor to connect the administration set. However a needle puncture accidentally occurred. The needle stick occurred when the needle with administration set was picked up from the floor. It was reported that the wounded area was flashed with tap water and was disinfected. No further impact has been reported.